Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 10.5 mmol/l and sugar glucose levels were 3.7 mmol/l at the time of the incident. The customer reported having issues with the sensor. The customer reported multiple suspend on low. The sensor will not return for analysis.